Event description:
During a da vinci s hysterectomy procedure, the user facility reportedly identified a cable that has separated on the pk dissecting forceps. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the alleged complaint: the pitch up cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables ta the instrument's wrist were not damaged. Additional observation not initially reported by the site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal. The scratches were .080 - .150 in length and were not aligned with the main tube axis. Engineering concluded that the main tube damage may have been caused by mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.